Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 50 mg/dl. Cause was unknown. Customer addressed the low level by consuming carbohydrates and a glucose pill, was using a pump with ciq software at the time, and did not require third-party assistance. Control-iq feature was active. Cts recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, and customer agreed to this suggestion.